Event description:
Meter was reading inaccurately. The patient has owned the reported meter for about one year. The patient takes amaryl 1 mg twice a day and tests with the meter daily. The patient took her usual dosage of amaryl. Around 12:00 pm she was nauseated and vomiting, the family member said that she tested the patient with the reported meter while she was symptomatic and obtained a result of 360; she tested later and obtained a result of 15.0 or 18.0 with the word ketones on the meter display. The message, "ketones?" Displays with readings >240 mg/dl (13.3 mmol/l). The family member did not know the specific time difference between the meter readings. The family member denied that any attempt to change the meter setting was made between the readings. The family member took the pt to the ER where a result of 87 mg/dl was obtained on the ER meter. The family member said that the ER reading was taken within 30 minutes of testing with the meter. The pt received no treatment in the ER. The family member said ER personnel advised the pt that she was dehydrated. The pt was released to home about 5 hours later. The family member did not recall the last reading obtained in the ER. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter was replaced.